Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 09/01/2025. D6: date of implant estimated as (B)(6) 2022. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that in october 2022, once 2.5x08mm xience skypoint was implanted in the proximal diagonal, 3.5x23mm, 3.5x12mm, 3.5x15mm xience skypoints implanted in proximal and mid right coronary artery (rca). Another 3.0x23, 3.0x12mm and 3.5x08mm xience skypoints were implanted in the mid left anterior descending artery (lad) without issue. However, in (B)(6) 2025, the patient began to experience chest pain and dizziness. Therefore, a stress test and angiogram revealed the mid rca and mid lad are occluded. Patient is awaiting bypass surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and their relationship to the product, if any, cannot be determined. The reported patient effects of obstruction/occlusion, dizziness and angina are listed in the xience skypoint instruction for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.